Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture was confirmed. Based on visual and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: rinato. Guide cath: heartrail jl4. Stent: promus element 2.75 x 20mm. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure in the mildly tortuous/calcified distal circumflex artery for treatment of a 90% de novo stenosis, pre-dilatation was performed following by deployment of a 2.75 x 20mm non-abbott stent. A 2.75 x 12mm voyager nc balloon dilatation catheter was delivered to the stent without resistance and post-dilatation was performed. During the second inflation, the voyager nc balloon ruptured at 14 atmospheres. The balloon catheter was withdrawn from the anatomy without resistance and a new unspecified balloon was used to complete post dilatation. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.